Event description:
Pci was undergone to the patient in ami. Rca was occluded by thrombus. Aspiration catheter did not pass through the thrombus. Lesion was pre-dilatated to secure blood flow. Ivus was inserted to check the lesion. One integrity bare metal stent was delivered to rca with 90 % stenosis and was inflated to 6atm because the distal vessel condition was not clear. The device was then inflated to np of 9atm to complete stent deployment. Ivus was inserted but it got stuck with the deployed stent and could not be removed. Vt occurred to the patient and dc was provided. When the dc was provided, all the catheters came out of the artery. The procedure ended. Angio cine showed stent shortening. Patient condition is good and stable. Image review review of the images confirmed the presence of thrombus which resulted in an mi due to no flow through to the mid and distal rca. Wiring of the rca resulted in partial flow. The integrity stent was deployed at the level of the thrombus. There appeared to be a high degree of thrombus burden in the vessel and this may have resulted in a small degree of malposition of the stent. There was no evidence of vessel dissection as a result of the stent deployment. There were no issues with the stent geometry prior to the damage that resulted in damage to a proximal stent strut during withdrawal of the ivus catheter.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infraction). Patient's condition affected effectiveness of device (lesion morphology) - 90% stenosis, ami and thrombosis present before procedure. Caused by another drug/device (ivus caught on device). No result available since no evaluation was performed. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - "serious tortuosity", resistance at lesion. Inherent risk of procedure - (myocardial infraction). Caused by another drug/device (ivus caught on device). No device returned. (B)(4).